Event description:
It was reported the customer received a displayable history failed on startup alarm. The customer also reported having high blood glucose. Customer's blood glucose was 368 mg/dl. The customer's high blood glucose was treated with a bolus delivery. It was also found the customer received a signal too low alarm. Troubleshooting found the customer's insulin pump passed all functional testing. The customer's cannula was also not bent. Customer however reported having a bent cannula the prior week. It was also found the customer's basal rates and bolus wizard settings were correct. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.